Event description:
Event description guidant received information that this fineline lead exhibited impedance > 2500 ohms. A fracture was visible on x-ray. The lead was capped and a new lead implanted.